Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be confirmed or duplicated on investigation; there were no lines on the display. Unrelated to the original complaint, investigation revealed the following: the display was dim and discolored. The battery compartment was cracked and there was evidence of moisture contamination in the battery compartment and on the underside of the battery cap. The coin slot on the top of the battery cap was damaged. The pump casing was cracked in the upper right corner of the display area. The keypad cover was peeling from the bottom of the keypad to the ok keypad button, however all keypad buttons were responsive. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was evidence of additional moisture contamination found inside the pump. (B)(4).